Manufacturer narrative:
Controller (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple critical battery alarms. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1. An internal inspection of the controller did not reveal foreign material. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the premature switching events can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address this issue. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient has battery switching always occurring from port 1. An elective controller exchange was performed and swapped from stock. The controller exchange was said to correct the issue. It was stated that there were no visual issues with the controller connections. It was stated that there were no effects on patient. No additional information provided. Investigation is ongoing.